Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a tumor resection procedure, the surgeon at the abdomen with the first piece of the device went inside the colon. The first assistant placed the other piece on the rectum, and attached tem together. The device was then fired and attempted to be removed, however the stapler got stuck. They wiggle it a little to come out. The stapler did not staple all the way for it was sticky when being pulled out. Once out it was reported that the donuts were complete. The surgeon decided to do a leak test and they saw bubbling in the abdomen, which means the anastomosis has a leak. The surgeon decided to do an ostomy.